Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01125.it was reported the patient complained he was no longer receiving any relief from his scs system. The patient stated he consulted with his physician and was told his scs leads have moved. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.